Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached a smart coil in the target vessel using a non-penumbra microcatheter. The physician then attempted to advance a new smart coil through the microcatheter; however, the smart coil became stuck inside the hub of the microcatheter. Therefore, it was removed and the procedure was completed using two additional smart coils, three other coils and the same microcatheter. There was no report of an adverse effect to the patient.